Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak event is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth (of 7.5mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 91-month post CT (computed tomography) scan. The most likely causation for the reported event is anatomy related due to the aortic disease progression; the aortic diameter above the superior stent margin of the bifurcated device was 24.4mm at pre-CT, but measured 33mm at 91-month post CT. No procedure related harms were identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat a distal penetrating ulcer due to aortoiliac occlusive disease (aiod). This procedure is outside the indications of use (off-label) per the IFU due to the absence of an abdominal aortic aneurysm (aaa). Approximately 7.5 years later during a routine follow up, an aneurysm above the bifurcated stent graft and a type 1a endoleak were identified. The physician elected to reline the existing stent graft with a vela suprarenal stent graft extension.additional information:the clinical assessment determined that there was evidence to reasonably suggest sac growth of 7.5mm occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat a distal penetrating ulcer due to aortoiliac occlusive disease (aiod). This procedure is outside the indications of use (off-label) per the IFU due to the absence of an abdominal aortic aneurysm (aaa). Approximately 7.5 years later during a routine follow up, an aneurysm above the bifurcated stent graft and a type 1a endoleak were identified. The physician elected to reline the existing stent graft with a vela suprarenal stent graft extension.